Manufacturer narrative:
(B)(4). The carefusion field service representative (fsr) evaluated the unit and replaced the front panel kit in order to resolve the reported issue. Calibration was performed and during check out, the ventilator was autocycling. The fsr determined the autocycling root cause to be due to a faulty main board. The main board was replaced and the operational verification testing was performed where the unit passed per manufacturing specifications and was placed back into service. The autocycling issue was not reported as an issue by the customer prior to performing service and is considered a found in service issue.

Event description:
The customer stated that this unit is showing fluid ingress. The issue occurred during cleaning and there was no patient involvement at the time of the event.